Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector is loose on a printed circuit board assembly. Product ID 2067 rf head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the header connection needs to be repaired. The programmer was returned for repair. No patient complications were reported as a result of this event.